Event description:
Physician was attempting to treat a lesion in the ostium of the lad to diagonal branch artery using resolute integrity drug eluting stent. The device was removed from packaging as per IFU, inspected and prepped with no issues noted. The lesion was moderately calcified and vessel moderately tortuous. The lesion was pre dilated with a balloon. It was reported that after the device was attempted to be positioned there was resistance felt. After determining additional work was needed the stent was withdrawn and noticed that the stent had been crushed at the distal end. A balloon was used to complete the procedure.

Manufacturer narrative:
Results: inherent risk of procedure: stent deformation. Patient's condition affected effectiveness of device: lesion/vessel morphology. No results available since no evaluation performed: device or procedural images not provided for review. None: no device return. Conclusion: known inherent risk of procedure: stent deformation. Device failure related to patient condition: lesion/vessel morphology. Unable to confirm complaint: device or procedure images not provided for review. (B)(4).